Manufacturer narrative:
MFR's report date: 9/28/2007.

Event description:
Patient with a pe started on heparin 25,000 units/250ml at 18 units/kg/hr, or 14.3 ml/hr, per heparin protocol. Nurse unexpectedly found entire 150ml bag of heparin empty. Checked pump settings, pump was set correctly. Pump settings were double checked with two additional nurses. Total volume infused according to pump was 37.24 ml. It was reported that there was no harm to the pt. Two days after the incident, patient was anticipating being discharged the next day. The original bag and infusion set were sent to biomed with the pump. Customer confirmed correct placement of the upper fitment and correct programming of the infusion. Customer noted that the screw holding the door handle in place is protruding from the right side of the lvp approx 1/8", but the door of the lvp is latched. Customer also noted that the gap between the door and the body of the lvp is the same as other lvps. When device was rec'd at cardinal the door latch hinge pin was observed to be backed out and had bored into the left side of the pcu front case. Device rate accuracy testing with the returned disposable set was within specification. Rate accuracy testing repeated with the returned disposable set with the door not completely closed showed the device to be slightly out of specification, but not enough to account for the reported overinfusion. Testing with a new set and with the latch pin backed out and an incomplete closure of the door produced a mean flow rate that was significantly out of specification. We concluded that the combination of a new less compliant disposable set and the incomplete closure of the door led to a condition where the device could not properly regulate flow.